Event description:
The device was placed normally in the patient's right iliac when the lower 6 inches of the catheter sheared off completely. The physician in the cardiac cath lab attempted to retrieve the broken piece, but was unsuccessful. The patient was immediately taken to surgery where the tip was removed.